Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's representative that the patient's jaw was dropping, their right arm was trembling, and their hand was shaking. The caller noted that the ins battery level was at 50% at the time of the patient's symptoms. The caller stated that the patient had an hcp appointment this morning, and the hcp discovered that therapy was turned off. The caller did not know how the therapy turned off. The caller mentioned that the patient's ins battery level was 75% as of last night. The caller stated that the hcp turned therapy on, and confirmed that the patient no longer had the symptoms reported at the beginning of this call code note. The caller stated that when they got home from the hcp appointment, they tried to charge the patient's ins, but they kept seeing an information screen on the recharger that had a thermometer on it, which did not allow them to charge the patient's ins. During the call, the agent reviewed the meaning of the screen. The caller confirmed that the recharger antenna was not too hot, and the patient's skin was not too warm. The caller examined the recharger antenna for damage, but none was found. The agent had the patient starts an ins recharge session during the call, but they got the thermometer information screen immediately. The caller checked the patient's ins battery level with the patient programmer and stated that it was at 50%. The caller also confirmed that therapy was turned on. The issue was not resolved. An email was sent to the repair department to replacethe recharger and to repair to replace the desktop charger.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that the new recharging equipment resolved the issue. The equipment started up right away and the patient could recharge again.